Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels ranged from 22 mmol/l to 33 mmol/l and noticed air bubbles inside the tubing. It was reported that the insulin pump may have under delivered insulin. It was reported that the customer replaced the site twice and took injection to treat the blood glucose levels. Troubleshooting was not performed during the call. The device was not expected to return.